Event description:
The distributor reported to cardiac science, the MFR, that the responder 2000 unit did not deliver the selected energy - unit generated sparks. Note: the distributor is not aware if this event occurred during a rescue attempt or periodic testing of the device.

Manufacturer narrative:
The device was not returned to the cardiac science corp., the mfg facility. A preliminary investigation was conducted by the responsible biomed at the user facility who was unable to duplicate the failure. The unit was returned to the distributor's facility for further investigation. The distributor's service engineers performed intensive testing on the unit and could not reproduce the reported problem. No problems were identified. The device performed as designed.